Manufacturer narrative:
Investigation summary: qc performed prior to the event was within specifications. Qc performed following the event resulted in failure. System check performed on 08/11/07 met specifications. System check performed following the event, on 2007, failed due to wash percent cv and wash efficiency not meeting specifications. Customer recalibrated troponin which failed as a result of elevated cvs of the s0 calibrator same day. The customer performed troubleshooting with customer technical support who suggested replacing aspirate probes, trimming peri pump tubing, and repeating the system check. System check performed on the same day met specifications. A field service engineer (fse) was dispatched to the customer lab on the next day. The fse inspected the instrument and observed evidence of wash buffer spill in the wash carousel area and cleaned. The fse verified that the instrument is operating within specifications. A clear root cause has not been determined in this event. Based on the data provided, hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from two (2) pt samples that were generated by the access 2 instrument. The initial accu tni results were: 21.64ng/ml and 11.46ng/ml for patients a and b respectively. The results were reported outside of the laboratory. The customer re-tested the original samples for accu tni. The repeated accu tni results were: 0.02/51.82ng/ml for pt a and 0.01/>100ng/ml for pt b (the initial reports were amended). The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.